Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the diagnosis procedure. The procedure was completed as planned, with limited arm movement. The field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles found that the enmv at start-up high control was active at startup. Upon troubleshooting actions, fse identified that the sleeper and ceiling arm were not able to operate electrically, an enmv at startup error was detected, and the pivot lock key was not available. Fse replaced the control module standard ER. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that "some geometry movements were not available" was displayed and no motorized movement was possible. The device was in clinical use at the time of the reported event, and there was a delay in the examination. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the control module, which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.